Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
This supplemental report is being filed because this right ventricular (rv) lead was returned and analyzed.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this pacemaker system displayed a high out of range right ventricular (rv) pacing impedance of greater than 3000 ohms. The rv lead was tested in unipolar, and the pacing impedance was around 400 ohms. It was suspected the rv lead was fractured. The plan is to explant and replace this rv lead at a future date. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported the right ventricular (rv) lead fracture was confirmed via x-ray and by reviewing lead data. This rv lead was explanted and replaced. No additional adverse patient effects were reported.